Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, detected a catheter rupture when the patient was referred for extension pole bleeding in the area not affected by the clamps. PICC that had just been inserted. The PICC is available. No other information was provided.

Event description:
It was reported, detected a catheter rupture when the patient was referred for extension pole bleeding in the area not affected by the clamps. PICC that had just been inserted. The PICC is available. No other information was provided. Additional information provided: it was reported that the failure was detected when blood leaked through the extension, but no chemotherapy was infused.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 5fr dl powerpicc catheter was returned for evaluation. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a needle. Microscopic examination of the split found in the extension tubing confirmed it was typical of contact with a needle, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on the bevel of a needle. The size of the hole was within the outside diameter of commonly used needles. The fracture edges were sharply formed and had planar (flat) surfaces. The damage also contained the overall shape of a chevron 'v'. This shape is common to many needle bevels, and this shape is often transferred onto the catheter when punctured by a needle. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.